Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on 1/6/2026. On (B)(6) 2025, the sensor failed, prompting early removal by the patient, who then cleansed the site with soap. At an unspecified later time, the patient developed infection-related symptoms, including redness, rash under the sensor patch, and itching at the site. On the same day, the symptoms extended beyond the patch perimeter, leading the parent to take the patient to an urgent care clinic for evaluation. The patient was subsequently transferred to a hospital and admitted for intravenous fluids and antibiotic therapy. The parent did not specify the mode of transportation to the hospital. Diagnostic tests included blood work (details and outcomes unspecified) and an ultrasound, which confirmed no abscess formation at the sensor site. During a follow-up report, the patient¿s mother stated that the patient remained hospitalized and the rash had not improved. Multiple attempts to obtain additional details from the reporter were unsuccessful. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sensor failure, prompting early removal of the device. After removal, the patient cleansed the insertion site with soap. At an unspecified time following this, the patient developed symptoms consistent with a localized infection, including redness, rash, and itching at the needle puncture site. Later the same day, the rash extended beyond the original patch perimeter, leading the patient¿s father to seek evaluation at an urgent care clinic. The patient was transferred to a hospital, where he was admitted for IV fluids and antibiotic therapy. The parent did not specify the mode of transport to the hospital. Diagnostic evaluation included blood testing (tests and results not provided) and an ultrasound of the insertion site. Imaging confirmed that no abscess had formed. During a follow-up report, the patient¿s mother indicated that the patient remained hospitalized and that the rash had not yet improved. Multiple attempts were made to obtain additional information from the reporter; however, no further details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.